Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 260, 249, & 120 mg/dl when all tests were performed within 1 minute apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.